Event description:
Affiliate reported poor wound drainage. The device was removed and replaced. Poor wound drainage was reported for the replaced device. A third device was used and functioned as expected. No adverse pt consequences were reported.

Manufacturer narrative:
H6: conclusion - the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.